Manufacturer narrative:
Product analysis: the device remains implanted and will not be returned for analysis. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that following the successful implant of this transcatheter bioprosthetic aortic valve, the patient became hypotensive and the electrocardiogram (ECG) showed episodes of ventricular fibrillation. CPR was initiated, however, the patient expired. The physician reported that the patient had a weak and dilated heart.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.